Event description:
The event is reported as: circuit has splitting and cracks in the corrugated tubing at the concha adaptor. No patient injury reported.

Manufacturer narrative:
Product has been received by manufacturer, however, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.